Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected on the device. The silicone coating on the jaws were observed to be intact with no defects. The heater wire on the hot jaw was observed to be bent. The heater wire was detached at the tip, and kinked just beneath the tip. It was also detached at the center, yet remained attached at the base. There were no other defects detected. Based on the returned condition of the device, and the results of the investigation, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro with vasoshield portion of the jaws were detached and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro with vasoshield portion of the jaws were detached and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.